Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed analysis revealed atrial undersensing likely due to small p-wave amplitudes observed on stored electrograms. Non-physiologic oversensing due to noise observed on stored atrial lead electrogram. The p-wave amplitude is consistently below 4 millivolts. (B)(4).

Event description:
It was reported that interrogation noted an episode of atrial fibrillation undersensing on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.